Manufacturer narrative:
Product analysis: the complaint was confirmed. The connection between the display overlay and printed circuit board (pcb) was re-seated, and the stylus was calibrated. The fan was found to be noisy. The storage bay was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had faulty stylus pen calibration. The programmer was returned for service. No patient complications have been reported as a result of this event.